Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer intended to enter a blood glucose (bg) value of 300 (mg/dl); however, entered 300 grams into the bolus menu and requested delivery of a bolus of 18 units. The customer suspended the bolus delivery and verified 1.4 units of the requested 18 units had been delivered. Bg level was 155 mg/dl, and glucose tablets were consumed to address bg level.